Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted once unroofing the area as best we could, it was clear that this was a balled up, misplaced, migrated mesh. It was extremely scarred and difficult to mobilize. We eventually got the external oblique off the patch. We then mobilized the anterior patch off the transversal muscle and reflection of the inferior fold of external oblique aponeurosis. Once that was freed up, they had to deal with the properitoneal portion of this and we began medially and entered the properitoneal space and worked our way underneath the ball of properitoneal patch. We worked our way around cephalad to the superior margin and worked our way inferiorly. Unfortunately, this was densely scarred. All structures were unidentifiable and once we got nearly the patch removed, we found significant portion of bleeding which was controlled manually. Further inspection revealed there was involvement of scar tissue. Further inspection revealed further blood loss and we stopped, placed manual pressure on it and sought a consultation with vascular surgery. Once repaired the remainder of the properitoneal patch was removed. It was reported that the patient experienced surgery to repair left iliac vessel with massive bleeding and chronic inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/31/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.